Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had no idea what the circumstances leading to the lead slipping was. The patient stated that they were feeling the pulses in the wrong place. The patient had an x-ray performed and found that the leads had moved. The leads were replaced and anchored better, along with the patient getting a newer device. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(4) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her ¿lead slipped on first implant.¿ the patient reported that she didn¿t have a fall or trauma. The patient reported that since this happened, the doctor decided to put a new device in on (B)(6) 2015. No further complications were reported.